Event description:
Patient calling that pen needles will not dispense insulin regularly and they will bend.

Event description:
Patient calling that pen needles will not dispense insulin regularly and they will bend.